Event description:
It was reported that during robot- assisted pancreatectomy, taking time to make sure there was no biting a foreign matter in the device, but the staples were malformed at about 3 stitches to 10 stitches. The specimen side was fine. The device was used on pancreas. The cartridge color was black. The reinforcing material was used. Additional hand suture was performed to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 10/24/2024 d4: batch # unk d4: UDI: as the lot number for the device involved in the event was not provided, and the expiration date is currently not available. Therefore, the full UDI is currently not available. Additional information was requested, and the following was obtained: when the device was used, were any different or abnormal thing happened? (E.g., abnormal noise, jaws opening/closing, articulation, etc.) No abnormality was found. ·if you know the shape of the staple, please tell us the shape of the staple. There was an abnormality in the formation of the tip slightly, note-like shape. ·was there any bleeding or tissue damage at the time of the event? There was no bleeding or tissue damage, but additional suturing was performed. ·is there any problem with the patient's condition after the surgery? No, there were no problems. The device/photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent 11/5/2024. D4 batch #c9dn4n. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with no apparent damage and with a gst60t reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The device event log was reviewed. The log indicates that no suspect power cycles were noted. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. No malformed staples were observed. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number c9dn4n, and no non-conformances related to the reported complaint condition were identified.